Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of the alaris IV blood tubing fell apart at the spike to tubing location could not be verified due to the product not being returned for failure investigation. A device history record review for model 2477-0007 lot number 21035296 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample received, an investigation could not be performed and a root cause could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp bld180m 15d ss had the components separate. The following information was provided by the initial reporter: "it was reported by the customer that the tubing fell apart at the spike to tubing location. "